Event description:
It is reported that the customer's insulin pump alarmed no delivery. Customer stated he was changing bolus, when no delivery alarm appeared. Customer stated they are unable to troubleshoot for a potential reservoir issue at that time. Customer states the insulin did not exit. Customer was using reservoir from lot affected by recall. Customer's insulin pump did not alarm no delivery during manual prime. The blood glucose reading was 299mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.